Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted the inner and outer insulation exhibited a cut that appeared to be made during explant procedure. Subsequent electrical testing determined the lead was electrically continuous. Mechanical testing was unable to be performed due to dried blood and body fluid in the tip area prohibited helix function. Nonetheless, x-rays evidenced the tip and helix of the lead were intact and appeared undamaged. Product analysis was unable to identify any product abnormalities that may have caused or contributed to the reported clinical observations. However, available evidence suggested a primary failure likely occurred.

Event description:
Boston scientific received information that this patient experienced muscle stimulation. After checking the system, it was determined the right atrial (ra) lead was dislodged. The ra lead was explanted and the patient was treated with intravenous antibiotics to resolve the issue. An alternate lead was implanted. No additional adverse patient effects were reported.